Event description:
I am using abbott freestyle libre 3 continuous glucose monitoring system. The product (sensor) applicator is very difficult to open. I had to ask my husband to help me to open it. Without my husband's help I can't use the product to monitor my glucose.